Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient charged their device the day prior to the report and everything was fine. The patient turned their stimulation up on the morning of the report and then after they used it for 5 minutes it shut down and they could not get it started back up. The patient used their programmer to sync to their implantable neurostimulator (ins) and saw an informational power on reset (por). The patient was not able to adjust their stimulation and saw a "call your doctor" icon. The patient was able to clear the por and start their stimulation back up. The patient did not have any new electronic equipment in their environment. There were no patient symptoms reported.